Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. Customer reported to philips that system main display suddenly went black and failed to start properly. The philips field service engineer (fse) visited system onsite and performed troubleshooting, then found the host pc was defective. The cause of the host pc failure was not conclusively determined by the supplier's part analysis. However, replacing host pc by the fse had resolved the issue. System functional tests were performed, and the system was returned to use in good working condition. The codes were updated based on the investigation outcome. The device problem code was corrected.

Event description:
It was reported to philips that the system¿s main display suddenly went black.the device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.